Event description:
Per the clinic, the patient developed an infection around the abutment site (date not reported) and was treated with oral antibiotics (type and amount not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.